Event description:
On (B)(6) 2021, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 46-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) /2021 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with corynebacterium (species unknown) and a white blood cell (wbc) count of 10,933/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient has been historically non-compliant with pd therapy and skipped multiple treatments prior to and following the onset of symptoms. Though the source of this infection remains unknown, there was no indication this event was caused by the cycler or any fresenius product(s). The patient was prescribed intraperitoneal vancomycin at 1250 mg every four days for two weeks. The patient was able to undergo continuous ambulatory pd (capd) for the duration of this admission as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed continuous cyclic pd on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) /2021, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this (B)(6) male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with corynebacterium (species unknown) and a white blood cell (wbc) count of 10,933/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient has been historically non-compliant with pd therapy and skipped multiple treatments prior to and following the onset of symptoms. Though the source of this infection remains unknown, there was no indication this event was caused by the cycler or any fresenius product(s). The patient was prescribed intraperitoneal vancomycin at 1250 mg every four days for two weeks. The patient was able to undergo continuous ambulatory pd (capd) for the duration of this admission as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed continuous cyclic pd on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined as there was no reported source of this infection; however, it was confirmed by a medical professional this event was not due to the use of the cycler or any fresenius product(s). This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin and mucus membranes. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.